Manufacturer narrative:
The report received from (B)(4) study indicated that the patient had a peri-procedural myocardial infarction post implantation of a cypher stent. Past medical history includes previous pci, family history of coronary artery disease, hyperlipidemia, and hypertension. The patient was enrolled in the study and was found to have two-vessel disease. The proximal circumflex target lesion was reported to be: de novo, 3.0 mm reference diameter, 8 mm length, proximal, a 70% stenosis, a bifurcation lesion, and type b1. The lesion was not pre-dilated. A cypher 3.0 x 8 mm stent was implanted. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. A non-study (non-cypher) stent was implanted in the obtuse marginal branch (om). The left ventricular ejection fraction was normal (lvef>50%). The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Approximately three months after the index procedure, the patient had a re-percutaneous coronary intervention (re-pci) done due to progressive unstable angina that started in the same month as the index procedure. A percutaneous transluminal coronary angioplasty (ptca) was done to the proximal right coronary artery (rca)/non target vessel. The event was reported to be unrelated to the study devices/procedure/drug and was resolved. Information collected from the adjudication minutes indicated the patient had elevated enzymes/peri-procedural mi after the study index procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase. Pci of lesions located next to a coronary bifurcation almost inevitably causes plaque redistribution in the side branches. Elevated enzyme levels may reflect the structural changes taking place during coronary intervention with no indication of any device performance, design, or manufacturing issues. Based on the information provided, there are vessel characteristics (bifurcated lesion) and inherent procedural factors that may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The proximal circumflex target lesion was reported to be: de novo, 3.0 mm reference diameter, 8 mm length, proximal, a 70% stenosis, a bifurcation lesion, and type b1. The lesion was not pre-dilated. A cypher 3.0 x 8 mm stent was implanted. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information has been requested but is not available as yet. Additional information will be submitted within 30 days of receipt. The device remains implanted in the patient and was not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15113824 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.0 x 8 mm stent implanted in the proximal circumflex and a non-study (non-cypher) stent implanted in the obtuse marginal branch (om). The patient was found to have two-vessel disease and had one lesion treated during the study index procedure. The patient's left ventricular ejection fraction was normal (lvef>50%). The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Approximately three months after the index procedure, the patient had a re-percutaneous coronary intervention (re-pci) done due to progressive unstable angina that started in the same month as the index procedure. A percutaneous transluminal coronary angioplasty (ptca) was done to the proximal right coronary artery (rca)/non target vessel. The event was reported to be unrelated to the study devices/procedure/drug and was resolved. The event was captured as a non-complaint. Additional information received: the adjudication minutes were received and reviewed. The review of the adjudication minutes indicated the patient had elevated enzymes/peri-procedural myocardial infarction (mi) after the study index procedure.